Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed a communication fail error code. A communication fail error message will result in a system lookup, no boot, or shut down situation depending on when the loss of communication occurred. No report of patient injury.